Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The clamshell showed that it had been used. The shell was reset and the pmv handle properly recognized the shell and showed the device was ready for use. A pmv adapter was attached and did not appear loosely connected to the clamshell. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the stomach during a laparoscopic sleeve gastrectomy, the surgeon fired the first reload with no issue. On the second reload, the stapler fired and then retracted the knife blade but as soon as the reload was all the way retracted, the adapter with the reload attached completely separated from the handle and shell. Reattached the adapter and placed another reload then no further issues for the remaining four firings happened. There was no patient injury.